Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) and bladder augmentation surgical procedure, the customer contacted a technical support engineer (tse) and reported that the secondary port on the erbe was not working, and they changed the blue bipolar cable and the 1-8a and 2-8a error came back. The customer power cycled the erbe, and the message came back. The customer moved to the second port down and the message did not come back. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The iesu was analyzed and found no visual issues. The unit functioned normally during testing. Erbe will be sent to original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis but was confirmed in the field. The probable root cause in this case is attributed to the faulty erbe generator. This error indicates the unable to read instrument data on port 1. This issue can be resolved by releasing the energy activation pedal and reactivating if additional energy is required.

Event description:
Refer to h11 for follow-up information.